Event description:
It was report that the patient visited the hospital after receiving a patient notifier. Upon interrogation, device was found to be in backup vvi with no hv therapy available. It was noted that the device went into backup after delivering shock therapy for af. The device remains implanted. Replacement of the device will be done once the patient returns to (B)(6). No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.